Manufacturer narrative:
The field service engineer (fse) decontaminated the module; replaced the syringe seal and prepared the measuring cells (mc). He performed an instrument check with successful results. No further issues were reported after service.

Manufacturer narrative:
The reagent lot number is 791017. The expiration date was not provided. The field service engineer (fse) performed preventive maintenance on the module. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys estradiol iii result from one patient sample tested on the cobas e 801 module. The initial result from line 1 was 783 pg/ml. The first repeat result from line 2 was 57.800 pg/ml. The second repeat result from line 1 was <55 pg/ml with a data flag. The third repeat result from line 2 was 58.800 pg/ml.